Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. To include a small penetrating ulcer below the lowest renal artery in the treatment of the patient¿s aneurysm, the gore® excluder® trunk-ipsilateral leg component rlt 261412 was already turned inside the gore® dry seal flex introducer sheath dsf (16/33) intending to facilitate stent positioning when outside of the sheath. The catheter was also repositioned and rotated outside of the sheath, with the proximal portion of the stent appearing compressed prior to initial deployment. At the intended location, imaging post initial deployment showed a distinct kink or constriction of the contralateral side approximately at the level of the flow divider. Further several repositioning and rotating attempts did not remedy the kink issue. Also, multiple attempts to cannulate the contralateral leg hole were unsuccessful as the wire would not advance beyond the kink and it was decided to proceed with deploying the ipsilateral leg. It was noticed that when turning back the gray dial, the rlt endoprosthesis did not unconstrained, but when subsequently removing the transparent knob, the device unconstrained abruptly and completely. Intending to withdraw the device catheter, the decision was reconsidered as imaging showed that the ipsilateral leg appeared twisted or compressed and had not fully opened. To rule out a potential deployment line breakage, the physician accessed the deployment line access compartment but found all lines had been pulled. In an attempt to solve the situation, surgical intervention was performed with the physician accessing the femoral bifurcation with an incision and manually manipulating the ipsilateral leg which instantly opened properly. Then the device catheter was completely removed from the patient without issues. The patient was also incised at the location of the trunk¿s contralateral side and upon manual manipulation, the contralateral leg hole likewise opened fully. Subsequent cannulation reportedly posed no problems. However, the physician removed a substantial amount of calcification around and below the contralateral gate. It was reportedly believed that the combination of multiple repositioning attempts, rotation movements and calcification may have majorly contributed to the contralateral side not opening as expected and the ipsilateral leg not being able to open right away during secondary deployment. The procedure concluded with the implantation of an additional gore® excluder® aaa endoprosthesis as an extension and a gore® excluder® aortic extender component to gain optimal proximal seal and without further issues. The patient tolerated the procedure. On (B)(6) 2020, the patient reportedly expired due to bowel ischemia which reportedly was linked to the surgical conversion during the procedure.

Manufacturer narrative:
B6: added imaging evaluation. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.